Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. The customer's blood glucose level was 146-160 mg/dl. Reportedly, customer loaded a new cartridge to resolve the issue.